Event description:
In 2001 had right side orthoscopic hernia repair. Bard kugel mesh patch was used. In 2014, I had a sudden pain in right side, was rushed to hospital and had surgery to same hernia. Mesh patch had a hole in it which got my small intestine and I lost 5 inches of it and surgeon repaired it with pigskin patch. Lost 3.5 units of blood and passed infection thru stool. Spent 8 days in hospital and went home 2 days and severe pain again in same hernia. Had emergency surgery at local hospital. Surgeon had to repair same fix that other surgeon had performed. Spend another 7 days in hospital. I have been on blood thinner plavix for 12 years which complicated both emergency surgeries. First emergency surgery was done in (B)(6). Second emergency surgery was done in (B)(6). Surgeon told me the bard kugel patch had a hole in it and over time the hole slowly got bigger until it got large enough to allow small intestine to exit hold causing major surgery. Bard kugel mesh surgery (B)(6) 2001, 1st emergency surgery to repair hole in mesh (B)(6) 2014. Second emergency surgery (B)(6) 2014. Lost section of small intestine and 3.5 units of blood. Had to have 2 emergency surgeries to repair, both emergency surgeries were 2 days apart.